Event description:
Additional information was received indicating surgery to replace the patient's lead and generator has occurred. During the surgery, it was noted that the patient had grown considerably since the original implant surgery. The explanted lead and generator were returned and underwent analysis. An implant card and returned product form were received that both indicated that the reason for replacement was "lead discontinuity." Analysis of the generator found it performed to specifications. No anomalies were observed. The electrode portion of the lead was not returned. A discontinuity in the positive coil was observed in the region of the lead closest to the electrodes. Pitting was present at the site of the fracture. An abraded opening was observed in the outer tubing that allowed for the entry of body fluids.

Event description:
It was reported that the patient's vns indicated high lead impedance with dcdc=7 and eri=no on a normal mode diagnostics test. The device was not disabled as recommended in labeling when high impedance is found but the site indicated it does not plan to unless the patient begins experiencing an adverse event. Last good diagnostics were taken on (B)(6) 2011. No trauma or manipulation was noted. No adverse events have occurred at this time. Surgery to replace the patient's lead and generator is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Type of report, corrected data: initial report inadvertently did not indicate "30-day."